Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: the pump was returned with the keypad peeling off. Moisture was observed behind the display lens but not under the keypad. All keys responded appropriately. The keypad cover was removed; no contamination was found. The complaint about the keypad buttons (unresponsiveness) could not be confirmed. Unrelated to the original complaint, a leak test failed due to battery compartment leak. The pump cover was removed; moisture was found on the printed circuit board and other internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile changes with moisture) issue. It was reported that the keypad was missing/peeling, the contrast, up arrow, down arrow, and ok/enter buttons became under-responsive, and that moisture was located in the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.